Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a software error. The patient's blood glucose at the time of incident was 80 mg/dl. Troubleshooting was initiated. The customer rewound the device and delivered a bolus, but the bolus was not recorded in the daily history. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. A pump error 53 was noted in the history file due to a software error. The pump was received with a fading serial number label. The pump was received with minor scratches on the lcd window, case and keypad overlay.